Event description:
It was reported that a part of the implantable neurostimulation system was implanted incorrectly. The pt had surgery associated with issue. After the surgery the pt felt stimulation in her chest. It is unclear if the unwanted stimulation was associated with the original complaint or if it is a separate complaint. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
(B)(4).